Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approximately 6.5mm from the balloon proximal tip. The review of the lhr (lot f1302504) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be determined.

Event description:
It was reported by the aci sales professional that a patient underwent a peripheral catheterization procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure. The device was removed and the patient was converted to manual compression for less than 30 minutes. Hemostasis was achieved. No further information is available.